Event description:
Patient presented back to the physician with an infection. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with pain under the jaw. Physician opened the area and pushed the lead into place, flushed with betadine, and sutured closed. Physician prescribed antibiotics after the procedure.